Event description:
The following was reported by the attorney for the pt. On (B)(6) 2007 - the pt underwent repair of a hernia with composix kugel. On (B)(6) 2007 - the pt underwent an exploratory laparotomy with lysis of adhesions and bowel repair and removal of the mesh material. Subsequently, he underwent other surgical procedures for infection and wound failure from this excision of the mesh procedure. The attorney alleges the composix kugel patch used in the pt's hernia repair surgery failed, resulting in the serious injuries to the pt. The pt suffered severe injuries, physical pain and suffering, impairment, disability, and disfigurement.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The attorney report alleges the pt underwent repair of a hernia with composix kugel in (B)(6) 2007. Following the procedure, the pt had numerous complications and required multiple physician visits. Subsequently, the pt continued to have problems associated at the site of the hernia repair, and experienced great abdominal pain. The pt underwent excision of composix kugel in (B)(6) 2007. Although medical record were not provided, the attorney report indicates that the pt developed and was treated for adhesions and an infection. Both of which are known possible adverse events listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The report does not identify a specific device issue and no product was returned for eval. Based on the currently available info, it is unk whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.